Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed an external blood leak at junction between the blood pump segment and the support plate. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. The involved operator has been retrained. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex st100 an external blood leak occurred at the blood pump segment. There was no alarm triggered. There was no patient injury or medical intervention associated with this event. No additional information is available.